Event description:
Medtronic received information that during the implant of this mechanical valve, when sewing the valve in with a taper point needle, the fabric separated from the frame. The valve was removed with no adverse patient effects.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, there were no visual anomalies noted except for the separated cuff. The leaflets were fully functional. Microscopic evaluation of the sewing cuff revealed that the stitch line knot was intact, indicating that the suture knot had not come loose, but that the stitch line had been cut, creating the separation in the cuff. It appears that a needle was inserted too deep into the sewing ring, causing the suture stitch line to be cut and allowing the sewing ring flange to open up. The IFU, 3622-000, rev. 1a instructs ''sutures should be placed in the outer half of the cuff, particularly on the ap models.'' Conclusion: analysis determined the cause of the clinical observation was use error. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.